Event description:
The patient was enrolled into the heal-laa study on april 23, 2024, and index procedure was performed on the same day. It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. Transesophageal echocardiogram (tee) imaging was used peri-procedurally and a small baseline pe was noted. A watchman trusteer access system (was) and a 27mm watchman flx pro closure device and delivery system (wd) were advanced and positioned at the laa. The wds was deployed and subsequently implanted after release criteria was met. Post implantation tee noted the small baseline pe remained present. The procedure was concluded. On the same day of the index procedure, the patient developed hypotension and bradycardia. Intravenous (IV) fluids and colchicine medication was administered, and tee revealed a moderate pe of 10mm in size appearing larger than the baseline pe. A pericardiocentesis was performed and a drain was kept in place after removal of 700ml of bloody fluid. Post pericardiocentesis, tee confirmed only a trace pe was present. Mild pericarditis symptoms were noted from the colchicine medication. One day post index procedure, tee confirmed no evidence of pe, and the patient was discharged two (2) days post index procedure. The patient was instructed to continue colchicine, aspirin, and to start rivaroxaban and follow up in four (4) weeks. Fourteen (14) days post index procedure, the patient returned for follow up appointment and a transthoracic echocardiogram (tte) revealed a moderately large pe requiring hospitalization and pericardiocentesis to remove 680ml of bloody fluid. Aspirin and rivaroxaban were discontinued and clopidogrel was initiated the following day. The patient was also treated with non-antiplatelet/non-anticoagulant medications. On 13-may-2024, the event was considered resolved and on the same day the patient was discharged to home. No further interventions or patient complications were reported. It was further reported that at the 14 days post index procedure appointment, the patient had returned for a planned cardioversion. The tte on that date determined the closure device remained in stable position with no thrombus noted. A repeat echocardiogram during the admission post-pericardiocentesis confirmed only a trace pe remained and no further interventions were performed. The patient's troponin levels were noted to be elevated to 0.578 that lasted up to 15-30 minutes along with some chest discomfort, which was later trended down, and the physicians attributed this to the patient's history of congestive heart failure and intermittent unstable angina and not the closure device or the laa closure procedure. At the 45-day post index procedure routine follow up visit, tee revealed no pe.

Manufacturer narrative:
B5: information added, h6: patient codes added.

Event description:
The patient was enrolled into the heal-laa study on (B)(6) 2024, and index procedure was performed on the same day. It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. Transesophageal echocardiogram (tee) imaging was used peri-procedurally and a small baseline pe was noted. A watchman trusteer access system (was) and a 27mm watchman flx pro closure device and delivery system (wd) were advanced and positioned at the laa. The wds was deployed and subsequently implanted after release criteria was met. Post implantation tee noted the small baseline pe remained present. The procedure was concluded. On the same day of the index procedure, the patient developed hypotension and bradycardia. Intravenous (IV) fluids and colchicine medication was administered, and tee revealed a moderate pe of 10mm in size appearing larger than the baseline pe. A pericardiocentesis was performed and a drain was kept in place after removal of 700ml of bloody fluid. Post pericardiocentesis, tee confirmed only a trace pe was present. Mild pericarditis symptoms were noted from the colchicine medication. One day post index procedure, tee confirmed no evidence of pe, and the patient was discharged two (2) days post index procedure. The patient was instructed to continue colchicine, aspirin, and to start rivaroxaban and follow up in four (4) weeks. Fourteen (14) days post index procedure, the patient returned for follow up appointment and a transthoracic echocardiogram (tte) revealed a moderately large pe requiring hospitalization and pericardiocentesis to remove 680ml of bloody fluid. Aspirin and rivaroxaban were discontinued and clopidogrel was initiated the following day. The patient was also treated with non-antiplatelet/non-anticoagulant medications. On 13-may-2024, the event was considered resolved and on the same day the patient was discharged to home. No further interventions or patient complications were reported.